Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A small piece of the trial liner broke off while impacting around the rim of the trial shell.

Manufacturer narrative:
Examination of the returned trial confirmed the complaint; a small piece of the trial liner broke off. The root cause is attributed to misuse; evidence present indicates ards was not seated all the way before impacting. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.